Manufacturer narrative:
The customer stated that qc was within lab-established ranges, but only supplied data from after the event (which was within range). No qc data was provided from before the event. A bec field service engineer (fse) was dispatched for this event. The fse replaced the sample probe, syringe, syringe valve, sample mixer paddle and sample mixer bearing. The fse verified instrument performance. A definitive failure mode was not determined; however, multiple parts were replaced and any of which could have affected this assay.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false low creatinine kinase (ck) result for one (1) patient sample of 3 iu/l (reference range 26 - 276 iu/l) that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated on the same instrument with a result of 95 iu/l (per the printout provided). The sample was also run repeatedly with results of 102, 98, 92, 97, 90, 95, 90, 153 (flier), 90, 99, 100 and 126 (flier) iu/l. It is not known which result was reported. Treatment was not initiated or withheld based upon the false result.